Event description:
It was reported that the right ventricular (rv) lead threshold has consistently increased over the last eight months and that there was intermittent capture. It was noted that from visual inspection of the lead there appeared to be blood/fluid inside the insulation. The lead was cut, capped, and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. It was noted that the overlay tubing had cosmetic environmental stress cracking (esc) and there was blood on the overlay tubing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.